Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 2004222 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the tip of the syringe was observed broken. The material used to manufacture the discardit syringe has been selected and tested to resist normal conditions of use. The assembly process has a detection system in place to identify any signs of defect and automatically reject the faulty product. Based on these preventive measures, we believe it is possible that the syringe broke due to imperceptible damage to the barrel during the production process or due to strong conditions during handling of the product. Due to the preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii syringe tip broke off while pushing in the plunger during use. The following information was provided by the initial reporter, translated from french to english: "when the nurse wanted to push the plunger of the syringe that was in the catheter the tip broke."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii syringe tip broke off while pushing in the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse wanted to push the plunger of the syringe that was in the catheter the tip broke."